Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The triclip steerable guide catheter (tsgc) was inserted without issues. While introducing the clip introducer (ci) into the tsgc, a leak occurred. While trying to evacuate the ci, the physician accidentally advanced the clip system more. When attempting to remove the ci, the clip itself became caught on the hemostatic valve of the tsgc. The issue was able to be resolved and the clip and ci were able to be removed from the tsgc. The triclip delivery system (tcds) was replaced. A new tcds was used with the same tsgc and was implanted without issues, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak/splash cannot be determined. The reported difficult to remove the clip from the tsgc, however, appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design, or labeling.